Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Event description:
It was reported can't see through the scope. It was confirmed that the procedure was completed successfully with a back-up device and a delay of less than two minutes. No negative impact in state of health reported.